Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported patient injected with 1ml juvéderm® volift¿ in the lips. Patient had no pain. Hcp aspirated before injection and no blood was shown. Two hours later, patient called hcp and presented with "rash around the lips." Patient came to the office the next day and hcp noted ""rash around the nose and bluish lips (vascular occlusion)." Hcp hylased the area with 1500units hylase and 300cc every 2 hours. Symptoms resolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient injected with 1ml juvéderm® volift¿ in the lips. Patient had no pain. Hcp aspirated before injection and no blood was shown. Two hours later, patient called hcp and presented with "rash around the lips." Patient came to the office the next day and hcp noted ""rash around the nose and bluish lips (vascular occlusion)." Hcp hylased the area with 1500units hylase and 300cc every 2 hours. Symptoms resolved.